Event description:
It was reported that three dyonics inflow tube set had the same failure. The pump cartridge did not fit in properly in the pump, causing the pump to read incorrectly the pressure and pump water continuously. The issue was stopped when the cartridge was manually held in place. The procedure was completed with less than 10 minutes of delay for each change using a back-up device. It is unknown when the event occurred relative to surgery. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The reported information only mentions the pump was reading incorrectly and that was pumping water continuously. There is not enough evidence nor information provided that suggest an extravasation adverse event occurred. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Correction in b1 (should be read in blank).